Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the machine suddenly smoked and malfunctioned. It was noted that probably the printed circuit board (pcb) is burnt. The doctor used bipolar resection of the prostate method to complete the procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis. The device was serviced onsite by a field service engineer (fse). Upon visual inspection, the fse was able to identify and confirm that the voltage select board (vsb) was damaged. The fse reports replaced the vsb board first; however, the laser console still did not work. Fse ordered and replaced the laser power supply (lps) resolving the console issue. After the repairs, the fse performed a full preventive maintenance service. The laser console passed full functional and electrical safety testing. Based on analysis results, the as reported event is confirmed and a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the machine suddenly smoked and malfunctioned. It was noted that probably the printed circuit board (pcb) is burnt. The doctor used bipolar resection of the prostate method to complete the procedure.